Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The returned blade failed the sharpness test with an average breaking force of 5.67 lbf (specification: average 3.5 lbf max). As tested, the blade is now dull and would not cut any more. Also, the blade failed to rotate during the evaluation; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Event description:
It was reported that a patient underwent a laparoscopic uterine leiomyomectomy on (B)(6) 2013. From the beginning of the procedure, the blade had difficulty cutting. After that, the device did not activate properly during use. Although the trigger was grasped and the drive cable intended to rotate, it did not rotate. The physician stated that the myoma was big and there was unavoidable contact of the blade with the claw forceps a few times. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.